Manufacturer narrative:
The nebulizer was not misting properly and as a result, the patient missed some doses of medication. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The nebulizer was not misting properly and as a result, the patient missed some doses of medication.